Event description:
The iab was inserted into the pt on 5/3097 following cardiac cath. Iab was placed for stability. The pt had CABG x5 on 5/31/97 and was weaned from the bypass pump without difficulty. On 6/1/97, the balloon leaked. A small amount of blood was noted in the tubing. As a result of the event, the pt's right femoral artery continued to bleed. A fem stop was applied to the area but the artery continued to hemorrhage. On 6/2/97, the pt went to the o.r. For repair of the artery. (Datascope was notified of this event on 6/6/97 via the mandatory medwatch form from the user facility; uf/dist report #: 0000050464-1997-0009). (Event complications: excessive bleeding/repair to artery-) reported 6/6/97. (Pt's current status: unk-rpt'd 6/6/97.